Event description:
A report was received that the pt was explanted due to infection. The pt is reportedly doing well. No further info is available.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the mfg documentation of the explanted devices found no anomalies and deviations potentially related to the event occurred during mfg. A review of sterilization records found them to be satisfactory. This is the final report.